Event description:
The ge oec 9800 fluoroscopic x-ray system rebooted during a case. Additional information low ma errors were noted.

Manufacturer narrative:
A ge oec service representative investigated this issue and made the necessary repairs. The scsi drive was re-seated and a high voltage cable controlling the collimator was replaced. An additional low ma error required neccessary re-calibration of the filament regulator. The system was tested and found to be operating as intended and returned to the customer. There was no adverse effect to any patient and the facility was unable to provide any further patient information.